Manufacturer narrative:
Device code 2017-against resistance. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the electronic perclose proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that venous closure of the common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an ablation interventional procedure. Reportedly, the sutures of two proglide devices were successfully pre-placed. During removal, a proglide device met resistance with the vessel. Additional tension was applied to successfully remove the device. No tissue damage was observed. The sheath was upsized to a 14f and the ablation procedure was completed. The knots of the pre-placed proglide sutures were advanced but hemostasis was not achieved. A figure 8 stitch was done to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.